Event description:
It was reported the tip of the cannula of this biopsy needle was noted to be bent prior to the procedure. Multiple core samples were taken with this device. Following completion of the procedure, the pt experienced a sudden urge to void. A large amount of blood was noted in the pt's urine. It was discovered the pt had developed a subcapsular hematoma of the kidney resulting in hematuria. No treatment was required, however, the pt required add'l hospitalization. The pt has since been discharged. The device has been destroyed by the user facility. Therefore, no failure analysis is available. It was indicated the device was noted to be bent prior to use, however, was used to perform the procedure. Without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair...warning: test firing the needle without stabilization may damage the cannula tip...do not leave the needle cocked with the springs under tension until ready to use."